Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Date of event: unk. Expiration date unk. Implant date: unk. Explant date: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. (B)(4). Claim # (B)(4).

Event description:
An article was received for "urrets-zavalia syndrome after implantation of a phakic intraocular lens". The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients left eye (os). The lens was reported as oversized and was explanted and exchanged for a shorter lens length. A few weeks later, the patient had an atonic, mid-dilated pupil, with no direct or consensual response to light. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Date of event: unk. D4: expiration date unk. Implant date: unk. Explant date: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. (B)(4). Claim # (B)(4).

Event description:
An article was received for "urrets-zavalia syndrome after implantation of a phakic intraocular lens". The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients left eye (os). The lens was reported as oversized and was explanted and exchanged for a shorter lens length. A few weeks later, the patient had an atonic, mid-dilated pupil, with no direct or consensual response to light. The lens remained implanted. Additional information has been requested but none has been forthcoming.